Event description:
It was reported by a customer in (B)(6) that an ht70 ventilator alarm silence reset and the down arrow buttons were unresponsive. There was no pt involvement.

Manufacturer narrative:
The covidien service engineer (cse) evaluated the unit, and verified the reported malfunction. The cse replaced the membrane to resolve this issue. (B)(4). The root cause was determined to be related to the circuit board design (close proximity of two traces that were insulated with a membrane), the insulating membrane material, and the effect of environmental conditions on the membrane. Degradation of the membrane can result in a conductive path being established between the breath indicator led trace and the alarms silence reset button trace at the point where they cross on the circuit board. This conductive path results in the served intermittent activation/deactivation of alarm silence reset or inoperable alarm silence button.